Manufacturer narrative:
Product analysis: analysis noted that the hanger assembly was broken and the on/off button on the keypad was out of mechanical specification. All found defective parts were replaced and the firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.